Event description:
The patient's mother reported that two v-go's fell off her son's abdomen,one fell off yesterday, and the other one on (B)(6) 2020. Mother stated patient sweats profusely and patient was moving around a lot.